Event description:
Surgeon implanted helical blade and reported that the blade did not slide backwards but went forward into the pelvis. Revision surgery was performed.

Manufacturer narrative:
Synthes is unable to determine the mfg site or the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.